Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus where the cutting wire was confirmed to be broken; it was scorched and melted. The outer diameter of the cutting wire was measured and no abnormalities were presented. The cutting wire and the coated portion dimensions presented no abnormality. The missing portions were not found in the device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cutter wire breakage was likely caused by the following mechanism: ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. This event can be prevented/detected by following the instructions for use which state: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reports during a sphincterotomy procedure using a single use 3-lumen sphincterotome v, the cutting wire broke at the very beginning of the incision. A new sphincterotome was used to finish the procedure. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated to be). The definitive cause of the user's experience cannot yet be determined. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.